Event description:
It was reported that this right atrial (ra) lead exhibited farfield oversensing of ventricular signals on the atrial channel that resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the right ventricular (rv) lead was placed in a more septal position the day after the first inappropriate atr episode. The lead remains in use. No adverse patient effects were reported.